Manufacturer narrative:
Continuation of d10: product ID 3889-28; lot# v698092; implanted: (B)(6) 2011; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6); ubd: 04-apr-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) about a patient with an implanted neurostimulator (ins) for urinary dysfun ction/sacral nerve stim. They reported that the patient was needing an MRI. Hcp reported that through x-ray they had confirmed the presence of a retained lead and noted that a medical note in the patient's chart spoke to a fracture of the lead at one end. Hcp was unable to confirm if the fracture happened during the explant surgery or prior to. Hcp reported the implant was removed on (B)(6) 2025 by a doctor at a clinic. The patient's lead was left inside the patient's body because it got fractured.